Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the pump's black box data from the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range and delivering accurately. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleigng that the pump was still calculating bolus deliveries based on old insulin:carb ratios. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.